Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successful until (B)(6) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The recorded temperature at the time of the self tests was as low as minus 6.2 degree centigrade. The problem with the device was attributed to a fault in the membrane. The exposure to adverse environmental conditions can have a detrimental effect on the device membrane which is the root cause of the fault reported in this case. The pad pak, which contains the electrode and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.